Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The screw was visually inspected, the product met all specifications. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: device manufacture date was 11/24/2011. (B)(6). Placeholder.

Event description:
Screw broke before it was completely inserted. This is 1 of 1 report for complaint (B)(4).